Event description:
It was reported that bd insyte autoguard winged is unable to connect. The following information was provided by the initial reporter: (B)(6) 2025. We just encountered another defective IV. Same lot number. Same issue. Historical information: the catheter hubs have extra plastic on the luer connector preventing a well seated connection that leads to leaks, requiring the staff to restart ivs. The product has been retained. 13nov it is mentioned "there have been two reported events", was it with different patients? Yes can you please provide an exact date of event in format dd-mmm-yyyy for both events? 11/7/2024 and 11/5/2024, apparently there were more events before this but these are the 2 that I was made aware of. When was this defect observed? During or before use? After; the problem was noticed when the IV tubing was unable to be connected properly. What was the impact to the patient? They had to get stuck again with a new IV any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Patient was needlessly stuck again. No injury to the staff.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
No additional information

Manufacturer narrative:
Patient code updated. Investigation results: a device history record review was completed by our quality engineer team for provided material number 381533 and lot number 4208531 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.